Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 98% stenosis). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 98% stenosis). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to use one endeavor resolute drug-eluting stent to treat a lesion in the lcx with 98% stenosis. The lesion was pre-dilated. It was reported that the device could not pass the lesion. The patient is good. No clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared indicating that it may have been stubbed. A number of struts on the 6th proximal segment were raised and deformed. The 1st distal segment was partially deformed with struts slightly raised. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).